Event description:
It was reported that the pump's usb port was damaged resulting in difficulties charging the pump. A replacement pump was sent to the customer to resolve the issue. There was no adverse impact to the customer's blood glucose level.